Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device malfunction: balloon rupture. It was reported that during a first dilatation with the voyager rx, the balloon had ruptured at 6-8 atm. Another company's balloon was used to complete the procedure. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusion summation - product performance engineering reviewed the incident. Balloon ruptures can be affected by damage during mfg, materials, mechanical damage, handling of the product during use, interaction with associative devices, pt anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. The lesion was moderately tortuous and calcified with 99% stenosis, which likely contributed to the difficulties experienced. Possibly the balloon material was damaged during interactions with the stent, other devices, or the pt anatomy, such that the balloon ruptured upon inflation. A conclusive cause for the reported balloon rupture could not be determined.